Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic assisted sigmoid colectomy procedure, once the stapler was closed down on the tissue and the green button was pushed the black handle returning to its normal position as cannot be squeezed. A second handle was used, but the same issue occurred. The reload was then replaced and the issue was resolved and the procedure was completed. There was no patient injury.